Event description:
It was reported that high, out of range pacing lead impedances for the atrial and ventricular leads were observed. The physician also noted that the patient previously had an ablation procedure. Patient will return for follow-up and will continue to be monitored.

Manufacturer narrative:
(B)(4).